Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware (four screws and one plate) was removed in a revision surgery on (B)(6) 2022 due to non-union. The patient was revised with new tmc hardware. No other patient outcomes were reported as a result of this event. Additional information from the rep indicates per the surgeon it is possible that placement of the screw(s) too close to the edge of the bone contributed to the non-union, however the surgeon did not elaborate or provide any additional insight. The devices were not returned to the manufacturer for evaluation. The device history records for all possible lots used in the case were reviewed and no issues were identified during the manufacture or release of the devices that could have contributed to what was reported. Based on the available information, the most likely cause cannot be determined. However, it is possible that placement of the hardware may have contributed to what was reported. No deficiencies or failures were alleged or have been found against any tmc device. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit, along with warnings related to postoperative care. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware (four screws and one plate) was removed in a revision surgery on (B)(6) 2022 due to non-union. The patient was revised with new tmc hardware. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.